Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that about 3.5 weeks ago the patient had a kidney blockage and had to have emergency surgery in a different state and had to have a stent put in. The patient tried to change the program last week and then they had so many accidents, they couldn't hold their urine. They could be driving and all of a sudden, they got the urge and if they didn't stop and find somewhere to go it would come gushing out. Since 3 o'clock this morning they peed 4-5 different times and had two accidents. It was fine up until they had the blockage. They had the symptoms after the surgery on (B)(6) 2025. Patient's healthcare provider (hcp) removed the stent when they got home and sent them for a CT scan. On the call the patient changed to a different program. Patient will maintain stimulation level and will continue to track symptoms. Confirmed stimulation in bicycle seat area and comfortable. Redirect to doctor if issue persists. Patient has an appointment with the hcp on monday.